Event description:
Information was received that reported a patient was hospitalized in 2008, due to hyperglycemia. The reporter states, the patient had labile blood glucose for 5 days prior to the hospitalization. The reporter states that prior to the hospitalization, her blood glucose was >500 mg/dl. Upon admit, the patient's blood glucose was 600 mg/dl and she was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.